Manufacturer narrative:
One tapered screw-vent mtx mg implant and implant mount were not returned for inspection. The device was received in valencia but was never received in palm beach gardens. However, the customer provided two images in the complaint record. Visual inspection of the attached photographs revealed a fracture of the implant fixture mount just above the hex. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate relevant documentation pertaining to the above device. The instructions for use for the returned device can be found on the zimmer biomet website (B)(6). Search the item number and find the applicable manual "instructions for use for tapered screw-vent, advent and trabecular metal implants-4869 rev 7-01/16". The appropriate product documentation can then be found on pages 2 and 3 under sections "contraindications", "warnings", and "breakage". The complainant stated that mount fractured during implant placement. Doctor removed the fractured mount and placed a conic abutment in its place. The alleged device malfunction is confirmed. A root cause for this complaint could not be determined.

Event description:
It was reported that the mount (tsvtb13), that came in a bundle with the implant, had fractured upon placement. The doctor was able to removed the fractured mount and place a conic abutment in the same procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The implant remained implanted until it eventually lost integration and was removed (refer to complaint number (B)(4)). The implant remained implanted until it eventually lost integration and was removed (refer to complaint number (B)(4)).

Event description:
It was reported that the mount (tsvtb13), that came in a bundle with the implant, had fractured upon placement. The doctor was able to removed the fractured mount and place a conic abutment in the same procedure.